Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23882, 2017865-2021-23883. It was reported that a patient presented remotely with multiple non-sustained right ventricular oversensing episodes on their implantable cardioverter defibrillator. The cause of the episodes was found to be due to partial loss of right ventricular capture. Upon further examination, it was noted that both the patient's right ventricular and left ventricular leads were experiencing high capture thresholds and thus causing intermittent capture. Programming changes were made on (B)(6) 2021 which resolved the issue. There were no patient consequences.